Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the focus is not changed to near point and the no illumination is obtained could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the to the service center for a separate issue. During the device analysis, the service repair technician indicates that focus is not changed to near point, and no illumination obtained was found. It was determined that the charged-coupled device and the light guide bundle needed to be replaced. There was no patient involvement.